Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws would not collapse to pull back through trocar once in abdomen. Instrument was stuck in pt. Had to remove the trocar with the instrument in it. Once out observed that the collapsible portion was dislodged and outside of the shaft. Pulled another clip applier to complete the procedure. There was no pt consequence.